Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: user had an inaccurate reference, user reused test strip or user's test or strip had poor fill.

Event description:
Consumer complaint of about low control results. Performed control test level 1 - 130 mg/dl. Range of control test level 1 is 188-254mg/dl. Based on parkes error grid analysis, the bias between the average result in range (254) and the control test result obtained (130) is located in zone b/c. No adverse event reported.

Event description:
Consumer complaint of about low control results. Performed control test level 1 -140mg/dl. Range of control test level 1 is 188-254 mg/dl. Based on parkes error grid analysis, the bias between the average result in range (254) and the control test result obtained (130) is located in zone b/c. No adverse event reported.